Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing, death. Date of customer passing: (B)(6) 2021. Unit had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, torn display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The unit did not have a battery installed when received. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete the functional testing or perform the displacement test, occlusion test and date test due to missing retainer. (B)(4).

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2021 at home. The cause of death was unsure or waiting for autopsy report. Customer blood glucose was unknown at the time of death. Customer was wearing the insulin pump at the time of death. Customer was not using sensor. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.

Manufacturer narrative:
Patient passed away on (B)(6) 2021 and insulin pump was returned with no allegation. Device had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, torn display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, missing serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The device did not have a battery installed when received. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete the functional testing or perform the displacement test, occlusion test and dat test due to missing retainer. History download was successful using thus and carelink upload was successful. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. (B)(6) 2021 daily total of all insulin delivered = 61.1, (B)(6) 2021 daily total of all insulin delivered = 95.05, (B)(6) 2021 daily total of all insulin delivered = 64.4, (B)(6) 2021 daily total of all insulin delivered = 87.475, (B)(6) 2021 daily total of all insulin delivered = 81.8, (B)(6) 2021 daily total of all insulin delivered = 52.8, (B)(6) 2021 daily total of all insulin delivered = 52.8. Device had a missing retainer. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer.